Event description:
Pt initiated onto hemodialysis treatment without incident. Approx 50 minutes into treatment pt complained of "feeling bad". At 7:45 am a "kink" was noted in the arterial bloodline between the dialyzer and the blood pump. Pt complained of abdominal cramps and nausea. Pt also complaining of chest pain. O2 started. Phenersan 12.5 mg IV and nitrostat 0.4 mg sl given twice. Blood sample drawn, spun and grossly hemolyzed. Md was notified. Pt finished treatment for evaluation and admitted hct in center was 26% the previous treatment was 33.2%.